Event description:
It was reported that one month after the crystalens at-50ao had been implanted, the surgeon repositioned the lens due to capsular contraction syndrome. The pt's preoperative bcva was 20/20. Bcva after cataract surgery and before lens reposition was -20/30+2 as of 06/19/2012. Lens repositioning was performed on (B)(6) 2012, the bcva was 20/60 as of (B)(6) 2012. The surgeon indicated that in his opinion, the likely cause of the event was pigmentary adhesion of anterior capsule to lens. The pt's current prognosis and treatment were reported as good. This event refers to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.